Event description:
It was reported that there was lead problem during surgical procedure. It was suspected that lead had breakage. Lead was placed and impedance checked out fine. When the lead was hooked up to the neurostimulator, 2 contacts showed high impedance. Then the lead was retested with multi-lead trialing cable. When the lead was hooked into 0-7 port, high impedance was seen on 2 contacts. Then lead was retested on 8-15 and high impedance was seen again on those 2 contacts. The lead was not used. There was no patient injury and patient outcome was noted as recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, lot# va01y8p035, product type: lead. (B)(4). The analysis of the stimulator lead (model 3778-60, lot# va01y8p035 ) found the proximal end conductor was broken.